Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
A parent via letter stated that their 12 year old (male) son's oral-b toothbrush head would no longer stay attached properly during brushing and there was a small metal plate missing from the pin on the drive unit. No injury was reported.

Event description:
Brush head would no longer stay attached. Small metal plate missing from the pin on the drive unit - oral-b device breakage. Case narrative: a parent via letter stated that their 12 year old (male) son's oral-b toothbrush head would no longer stay attached properly during brushing and there was a small metal plate missing from the pin on the drive unit. No injury was reported. 31-mar-2022 case update: the suspect product lot was 3cb11310048. No injury was reported.

Manufacturer narrative:
27-apr-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.